Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was hospitalized due to infection/sepsis on (B)(6) 2015 when he started feeling unwell. States that he had worsening fatigue from his baseline. Patient reports he had a measured temperature on (B)(6) 2015 to 102.9. He had one bout of nbnb emesis yesterday. Overnight he continued to feel febrile. He had persistent nausea. The morning of (B)(6) 2015 he was febrile to 103. Following taking am medications, patient again experienced nbnb emesis x1. Also reports malaise and fatigue. No d/c, dysuria, urinary frequency or urgency. Has had cough today, but otherwise no cough recently. Denies sick contacts. States he and his wife do not socialize much. Met 3 sirs criteria (wbc, rr, and temp) on admission. The suspected source is drive line infection. After medications of vancomycin and zosyn were discontinued on (B)(6) 2015 patient was discharged. No additional information available.

Manufacturer narrative:
It was reported that the operative (or) reports notes: an incision is made over the driveline and the area is debrided. No additional information available. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.